Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was installed on an in-house test system and passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, jaw gap verification and grip force tests. The grip force test result was 8.57 lbs. The cut test was performed twice and passed. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. Failure analysis confirmed the complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the vessel sealer extend (vse) instrument no longer cut tissue. The instrument sticks badly to tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained additional information. The vse stuck strongly to human tissue and was difficult to detach from the tissue. The issue occurred with two different products with the same issue during the same surgery. The surgeon was performing an omentum dissection, and the omentum tissue was attached to the instrument. The instrument was in use for at least thirty minutes prior to the reported event. The tissue stuck between the jaws more than usual. The tissue was released by extracting the instrument and cleaning it with a wet gauze. No tissue was removed, and there was no bleeding as a result. The instrument was exchanged twice due to tissue stuck in the jaws. The procedure was delayed by less than fifteen minutes. There was no patient injury and no long-term complications in the patient.